Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a drawer was failed to open. The customer reported that the user was unable to remove medications to the patient during the malfunction, user were able to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open. A field service engineer cleared the stuck drawer and reset the manual release drawer to resolve the issue. The system functioned as intended after the field service troubleshooted the device.